Manufacturer narrative:
Device evaluated by MFR: the product was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that power output stopped without reason during the procedure. The patient was undergoing radiofrequency ablation (rfa), utilizing a rf3000 radiofrequency generator. It was noted that the device did not deliver the maximum power output and stopped without reason. The user switched off and on the power to the generator and completed the procedure in 30 minutes. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: there was no visual damage noted to the device during incoming service inspection. The tamper proof seal was present but broken. The device passed all functional testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that power output stopped without reason during the procedure. The patient was undergoing radiofrequency ablation (rfa), utilizing a rf3000 radiofrequency generator. It was noted that the device did not deliver the maximum power output and stopped without reason. The user switched off and on the power to the generator and completed the procedure in 30 minutes. No patient complications were reported.